Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
The consumer reported three false positive sars results on one asymptomatic patient.. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen tests. Report 1 of 3.